Event description:
Event description cpi received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer or emit tones with a magnet. The device is scheduled for replacement.